Event description:
It was reported that the left ventricular lead fractured and that there was high impedance, oversensing, and increased thresholds. Capture could not be maintained, and the patient experienced diaphragmatic stimulation. It was noted on fluoroscopy that the lead pin might be pulled back into the connector block. However, after reseating the pin the high impedance, no capture, and stimulation continued. The lead was capped and replaced, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.